Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports the cause of the issue was the reaction and recovery rates were placed too close together. Rep reports increasing the reaction and recovery rates and this resolved the issue. The rep confirmed this information with the physician.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that when attempting to make an adjustment the stimulation decreases down to 0. The patient normally has the amplitude set to 0.9ma for the device that treats c-spine. When the patient attempts to decrement from 0.9 the amplitude reduces to 0ma and the patient gets zingers on the right side of the neck. The caller indicated that when they connected to the ins with the clinician application it showed that the amplitudes were programmed appropriately, not at 0ma. The caller reported that the impedances were normal. The caller also noted that the streaming data from the neuro sense program appeared appropriate (tss was not able to confirm exactly what was displayed, if there was anything response that looked like noise or other issues). The patient's reactions threshold was set to 8uv and the recovery threshold was set to 4uv. The caller increased the reaction threshold from 8 to 9uv. The caller ended the session and checked the patient's therapy with the application, when they made an adjustment the ins decremented therapy as expected. When they tried to make another adjustment they got a message that they needed wait because neuro sense was making an adjustment. The caller indicated that the patient was also getting too much stim so the caller made an adjustment to the therapy parameters to address that therapy issue. The troubleshooting steps that were taken on the call resolved the issue. During the call the caller indicated that they had an issue with stim decreasing to 0ma about a year ago.

Event description:
Additional information received from the manufacturer representative reported that the system had been unable to react and recover due to there no being enough spacing between the rates. The patient was unable to make needed adjustments while in neurosense programming. After being reprogrammed the patient was doing well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.